Manufacturer narrative:
Reported event: an event regarding pain and difficulty ambulating involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the reported pain could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was noted in medical records that the patient has been having increasing pain and difficulty ambulating.

Manufacturer narrative:
Additional devices listed in this report: cat # 502-01-52e, lot # 14441601, description: trident hemispherical cluster 52mm. Cat # 623-00-36e, lot # mleyr1, description: trident 0° x3 insert 36mm ID. Cat # 18-3685, lot # 25538501, description: delta c-taper head 36mm +2.5. Cat #17-0000e, lot # h2dmme, description: ti sleeve for alumina head. Cat # 2030-6545-1, lot # 89191002, description: 6.5 cancellous bone screw 45mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
It was noted in medical records that the patient has been having increasing pain and difficulty ambulating.